Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that when the device flipped, the patient could not charge. They had to make a shallower pocket so he could charge.

Event description:
It was reported that one time the implantable neurostimulator (ins) flipped around and the patient had to have the whole thing replaced. This occurred 3-4 years prior to report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).